Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformance that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the lid being contacted with a scope when it was closed and/or something hard hit the lid and/or chemical crack due to adhered chemical solution which was not removed.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the cracked lid. The device was repaired and verified according to specifications. Software attributes were verified and confirmed. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a cracked lid on and endoscope reprocessor. It was also reported that the user was attempting to perform a drain and load lcg when load lcg was selected as opposed to drain lcg and the device could not be stopped. There was no patient involvement or injuries reported. No additional information has been obtained.